Manufacturer narrative:
Concomitant medical products: product ID 3889, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a stage 2 patient who had an external neurostimulator. It was reported that patient had a successful stage 1, but future pocket site was infected during stage 2 procedure and tined lead removed. It was unknown what circumstances led up to the infection. No product will be returned as it was discarded. The issue was resolved. No further complications were reported.